Event description:
It was reported that a patient couldn't charge his device and had coupling or communication issues. The reporter stated that the patient still had stimulation but he had turned it way down. It was noted that the device battery was low and needed to be recharged. It was reported that the recharger charging session was working properly and the regular charging screen showed on the recharger, but there were 0 coupling bars. It was noted that the device was in the patient's back and it was "really hard" for him to reach it. The patient was going to try to adjust the antenna dial with the assistance of someone else. It was further reported that there was a loss of therapeutic effect and a symptom included acute pain. The pain occurred about 2-3 months ago. It was reported that the patient went in to have his device reprogrammed and he thought something might have been changed. The reporter stated that the patient used to have it programmed so that stimulation would turn off when he lay down, but now it didn¿t turn off automatically. It was reported that it was really hard for the patient to get out of bed when he left stimulation on all night. It was noted that the patient felt pain in his back area and he realized it after he was reprogrammed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial #(B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).